Manufacturer narrative:
Correction.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were not feeling good and stated she just had a surgery. It was unknown if there was any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported soreness, bleeding, a urinary tract infection (uti). The patient stated she had soreness all over her body as if she fell off of a table. The patient stated she had bleeding from the incision site. The patient stated she had uti problems. The patient also stated that she was doing worse and could not understand what going on. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.